Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient¿s ipg site was caught in a door jam and began to experienced pain. It was also reported that when the patient bent down, the stimulation stopped working and noted of high impedance. The patient will undergo an ipg pocket revision as well as lead replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician preference. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg site was caught in a door jam and began to experienced pain. It was also reported that when the patient bent down, the stimulation stopped working and noted of high impedance. The patient will undergo an ipg pocket revision as well as lead replacement.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient's ipg site was caught in a door jam and began to experienced pain. It was also reported that when the patient bent down, the stimulation stopped working and noted of high impedance. The patient will undergo an ipg pocket revision as well as lead replacement.

Manufacturer narrative:
Additional information was received that the physician confirmed that door jam did not attribute anything to the stimulator. No device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg site was caught in a door jam and began to experienced pain. It was also reported that when the patient bent down, the stimulation stopped working and noted of high impedance. The patient will undergo an ipg pocket revision as well as lead replacement.